Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, olympus confirmed white foreign material was present within the device, but the type of the material cannot be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device had white foreign material present within the air/water cylinder and air/water tube. There was no patient involvement.